Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following incident description from the distributor: the intellicuff was found the tube connector as shown in the picture was physically damaged.